Event description:
The patient was seen clinically after a magnet rate of 60 ppm was seen during a transtelephonic check. Interrogation revealed an rrt message. When cleared, measured data read 2.60v, 17ua, 3.8 kohms. A download was successful, but interrogation still showed a depleted battery. The patient was not pacemaker dependent.